Event description:
Customer reports via phone that during a CT procedure, the technologist set a flow rate of 1.7ml/sec for procedure. When she went back the rate was 6.2ml/sec. Rate was set at the powerhead. System enabled at the powerhead. 6.2ml/sec was not a rate used on the previous patient. There was no patient injury. Biomed feels that the rate change was due to the technologist accidently brushing the slide bar on the powerhead. If you do not hit the rate button to make the slide bar disappear, then as you move your arm over the powerhead to hit the "main" button to enable, it is possible to drag your sleeve across the slide bar and increase the rate/ sec value. Biomed was able to reproduce this motion and rate change several times.

Manufacturer narrative:
Liebel flarsheim field service engineer report could not duplicate problem. Verified proper operation of injector system. All injector functions within specification. System returned to full service by the customer. Liebel flarsheim research & development has tested the "point of contact" theory. It was noted by r & d that simply a brief " brush" of the screen did not affect the operation. The thought of the screen's sensitivity was taken into consideration and noted that while an absolute measurement of that pressure was not able to be documented, it was recognized that "conscience" solid contact was needed to make a change in the values. The injector system values did not change when "brushed" with slight pressure such as a passing garment.